Event description:
It was reported that a patient had severe abdominal pain on the skin, which hurt to touch following a device implant. The reporter stated that the patient stayed in the hospital for two extra days. Two weeks later, it was reported that the patient saw his doctor for a post-operative visit, and was "doing a little better" but still had some abdominal pain. The reporter stated that there was no diagnosis as to the cause. It was noted that the patient was "doing great" with the neurostimulator. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).